Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, the suture of the first prostyle device was not present when the plunger was pulled back. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 24f sheath and the tevar procedure was completed. Post procedure, the devices functioned as intended, but failed to achieve hemostasis. An additional prostyle device was used and hemostasis was achieved with the prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.